Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04933-1 / 2016-00051).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6), 2011. Subsequently, patient was revised on (B)(6), 2014 due to elevated metal ion levels and a pseudotumor. No further information has been provided.additional information received reported that during the revision procedure, the femoral head and acetabular cup were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2014 due to elevated metal ion levels and a pseudotumor. No further information has been provided.